Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that resistance was encountered during delivery and recapturing the pipeline inside the phenom catheter. The patient was undergoing surgery for treatment of an anterior communicating artery aneurysm. The accessed vessel was the femoral a rtery. It was noted the patient's vessel tortuosity was moderate. It was reported that the physician was delivering the pipeline through the phenom 21, it was noticed there was unusual stiffness, the physician continued the deployment of the pipe. When recapturing the pipeline, stiffness was also noticed while recapturing the wings. When the phenom 21 was finally removed they flushed it on the back table and noticed 2 blue pieces. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.